Event description:
It was reported that during inspection of the cs100 intra-aortic balloon pump (iabp) unit had an alarm, for air leakage in the loop. The fault cannot be eliminated after restarting. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: e1 (event site state: 180). A getinge field service engineer (fse) dispatched to site and evaluated and found out there was air leakage in the alarm loop of the equipment, and the inspection found that the inflatable valve set was faulty. After applying for accessories, we replaced it on site. After the replacement, the functional parameters of the equipment were tested to be normal and delivered for clinical use. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).